Event description:
Procedure: wedge resection. Reportedly, when the surgeon started to fire the stapler, the handle became stiff at approx 45 mm point. The surgeon finished the firing, but confirmed that there was "oozing" bleeding. The surgeon then applied another device which resected add'l tissue from the lung. The case was not delayed more than 30 minutes.